Manufacturer narrative:
The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged extended catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged fixture and improperly cut; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are ineffective training and damaged fixture. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The investigation for the extended catheter is inconclusive. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c, implantable port allegedly had defective components. This information was received from a single source. The alleged malfunction did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.